Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On 01/08/2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced difficult speaking, sweating, and a tight feeling in the chest. The cgm reading was 73 mg/dl. Before the patient collapsed, she was able to text her boyfriend that she needed help. The emergencies were called by the patient´s son father. When the paramedics arrived, a fingerstick was taken the cgm reading was 73 mg/dl, and the blood glucose reading was 25 mg/dl. The patient was given unspecified intravenous treatment. It was not known how long the patient was unconscious. The paramedics also made an electrocardiogram to exclude and cardiological issues. There was no documentation of further medical evaluation or intervention, and the patient was not taken to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.